Event description:
A pt was receiving potassium replacement via secondary line (baxter secondary set) while the carrier fluid was being carried by the baxter interlink system. The first bag infused prior to time hang. Noted the secondary set running in a stream. With IV therapist in room to help troubleshoot it was noted that the secondary fluids were back flowing. It was questioned whether anti-reflux valves were working. The tubing was changed. The pt had potassium level of 2.5 and was seizing.